Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was continuous noise on the atrial channel after hooking the analyzer up to the test lead. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported noise on the atrial channel of the analyzer. The battery returned with the analyzer was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.